Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure, the size of the defect was measured as 15mm on transesophageal echocardiography (tee) and was measured as 18mm using a 34mm amplatzer sizing balloon ii. The procedure was completed correctly and satisfactorily. On (B)(6) 2023, transthoracic echocardiogram (tte) showed the occluder had dislocated. The device had travelled to left ventricle. The dislocated device was removed by an open-heart surgery. The retrieval of the device was an emergency procedure. The patient required prolonged hospitalization. The patient was reported as fine.

Manufacturer narrative:
An event of device embolization into the left ventricle and removal of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, the size of the defect was 15mm measured on echo tee, 18mm measured with amplatzer sizing balloon. The sizing of the device was determined by transthoracic echocardiogram (tte) and 34mm amplatzer sizing balloon ii. The procedure was completed correctly and satisfactorily. On (B)(6) 2023, transthoracic echocardiogram (tte) showed the occluder was dislocated. The device was travelled through left ventricle and the device was completely dislocated from the implant site. The dislocated device was removed by an open heart surgery, thoracotomy. The retrieval of the device was an emergency procedure. The patient required prolonged hospitalization. The patient was reported as fine.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.